Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a tubal ligation procedure, the pin kept dislodging from the device. As a result, the surgeon was unable to get a firm grasp on the falope tube which resulted in a hematoma on the tube.